Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run: alarm. 3 air bubbles noted and patient not affected. Pump settings: res vol 82.5, rate 2, given 9.55.